Event description:
It was reported to MFR by dealer, that their client advised them that while the husband was using the lift to transfer his wife onto the commode from her bed the hoyer lift suddenly dropped her all the way to the floor and she fell out of the sling hitting her head. She rec'd minor injuries per her husband including a knot on her head, a black eye, and broken glasses. Per dealer this situation as well as all the other complaints are very suspicious to them, they are concerned that the husband may be misusing and abusing the lift while using it. Over the past year plus, they, the end user, have received new lifts as exchanges and have had several services done on their lifts. All saying something is wrong and they want a new lift. It is suspected that this is an end user abuse issue and not a product issue. MFR has issued RMA and has done a last time exchange to get lift returned for investigation/evaluation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.